Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an unrequested bolus dose was delivered. On an unspecified date and time, the device was programmed to deliver dilaudid .001mg with bupivacaine 1/10%, at a rate of 6ml/hr or 8ml/hr, with a 3ml or 4ml bolus, a 20 minute patient lockout, and delivery was started. The container size was 250ml. No further programming parameters were provided. At an unspecified time, the nurse reported the device delivered an unrequested bolus dose; however, the device remained in clinical use. After an unspecified length of time, the customer contact reported while holding the device, a "chirping noise" was heard and the display indicated an unrequested bolus dose was delivered. At that time, it was reported the button on the bolus cord was not pressed. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. There were no reported adverse patient effects. No medical interventions were reported. During testing at the user facility, the device delivered an unrequested bolus dose. Though requested, no additional information was provided.